Event description:
Clinic notes mentioned that a patient was experiencing an increase in seizures. Additionally, fewer than typical of the patient's seizures could be aided by use of the vns magnet, which was previously noted to be helpful for the patient. The patient was referred for replacement surgery. The patient was reported to have later experienced several severe seizures during her surgical consult which required emergency services to be called. Clinic notes from the consult mentioned that the patient's battery was nearing end of service and her seizures had been under control until recently. No additional relevant information has been provided to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: initial report inadvertently did not include the device manufacture date

Event description:
The patient underwent generator replacement surgery. The explanted generator was not returned to the manufacturer. No additional relevant information has been received to date.